Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right ventricular (rv) and left ventricular leads exhibited high capture thresholds. The rv and lv lead were explanted and replaced. The patient was in stable condition.